Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump. Reportedly, the customer believed that the metal pump housing was interfering with the connection. No additional patient or event information was available. A root cause could not be determined. A replacement transmitter was sent to the customer.